Manufacturer narrative:
(B)(4). It was reported that mesh as implanted due to stress urinary incontinence and urethral hypermobility. Following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence, dyspareunia, organ perforation. It was reported that on (B)(6) 2006 the patient underwent mesh urethrolysis, sling incision, urethral exploration, cystoscopy due to vaginal erosion, urethral obstruction.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.